Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. This was found to be caused by a failed upstream sensor assembly due to fluid intrusion. The upstream sensor assembly was replaced.